Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the flickering image occurred due to faulty video connector. The cause of the faulty video connector was not identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the video connector was faulty causing the image issue. Other issues found were: the battery on the printed circuit board had ran out and the holder of the olympus limit sw (gj757400) was damaged. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system had the image was flickering occasionally due to poor contact of the video connector. The issue occurred during the diagnostic ear nose throat examination and was completed with the same device. The patient was not under anesthesia. There were no reports of patient harm.